Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center also identified the following issues: the adhesive rubber and biopsy channel are leaking, cover body is loose, adhesive rubber peeling, the objective lens has peeling cement and the edge is chipped but not impacting the image, broken element on um image, deep scratch on insertion tube and squashed, guide pipe is loose, buckled at boot near connector of lens guide tube, scope connection mouthpiece loose, angulation is out of standard and the control knob has play. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus the subject device had a leak at the distal end. The device was returned for repair. The olympus service center evaluated the device and could not confirm the customer's report. The service center did identify a glue defect on the forceps cover and on the edge of the probe and the pink probe is cut and chipped. The issues identified by the olympus service center are reportable malfunctions.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the glue defect on the forceps cover and the pink probe cut and chipped was likely due to an external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.